Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set did not flow. This occurred while attempting to perform a blood draw in the emergency room. The reporter stated that the device was disconnected from the patient's catheter, and the blood draw was successfully performed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the customer reported lot number was not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.